Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Device problem code: 1494 - off-label use, acd<3.0mm claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6, -09.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vault. A longer length lens was implanted on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.